Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had an issue where mini drawer 4, sub drawer 2 would not open. The field service engineer (fse) found drawer was jammed due to medication obstruction. The drawer was opened using the emergency release, and the jammed medication was removed. After clearing the obstruction, the client successfully completed inventory verification. The system functioned as intended after the field service engineer repaired the device.